Event description:
Boston scientific crm received information that this patient was admitted to the hospital with heart failure symptoms. While in the hospital, episodes of ventricular tachycardia (vt) were observed in the device memory that represented right ventricular (rv) loss of capture (loc). The pacemaker outputs were increased to ensure capture. To date, no adverse patient effects were reported as a result of the loc.

Manufacturer narrative:
This product remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--